Event description:
It was reported that the customer experienced two low blood glucose (bg) levels of 41 mg/dl. Low bg causes were not known. Customer consumed carbohydrates to address both low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.